Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the mrx arrived damaged at the warehouse. There was no reported adverse patient impact.